Event description:
It has been reported to philips that movements were unavailable. The device was in clinical use. No patient or user harm reported. A philips field service engineer (fse) inspected the system onsite and calibrated and clean tube cover collision switches and longitude rails. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified a planned cardiac chambers treatment procedure. The procedure was completed after a delay following a restart of the system. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting identified that the system gave a "collision detected" warning during any movement. Analysis of the system log files showed a geometry error, specifically a longitudinal position error during pivot movement. The malfunction was confirmed and most likely due to the geometry hardware. The fse noted that the system's longitude rails were dirty. The rails were cleaned along with the tube cover collision switches and the system was recalibrated. After it was cleaned and recalibrated, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the azurion device recommend using a system restart if there is a system failure. The azurion IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur.based on the investigation results, philips concluded that the complaint is not reportable.the codes were updated based on the investigation outcome.